Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with associated fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided shipping materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.